Manufacturer narrative:
Analysis of the lead model 3876-60, lot v199914 found that scraped parylene coating was blocking stylet insertion into the stylet coil of the lead body and between the #4 and #5 connector sleeve on the proximal end. Analysis of the white handle white cape stylet lot unknown found no significant anomaly.

Event description:
It was reported during an implant procedure, the wire inside the insulation on the lead was broken 10 cm to the distal end. The lead had been introduced into the patient's epidural space through the "tuohy" needle with a curved stylet in it. Later, the stylet was retracted a "little bit" for intra-operative testing with a external neurostimulator. After the testing it was attempted to re-insert the stylet into the lead, however, during this process there was a force from the lead and the stylet could not be inserted. The lead was removed and then examined, and the wire break was noted at that time. It was unclear when the break occured. The lead was replaced, and there was no patient injury. The patient was doing "ok."